Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. The device was delivering within the specifications. Customer stated problem could not be duplicated. The reported problem could not be confirmed. Problem source could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd solis vip pump did not infuse. The patient didn't get the chemotherapy that she should have had, which means that they needed to prepare the medicine again and give it to her the next day, which meant that she got the chemotherapy a day too late according to the instructions. No reported adverse effects.